Manufacturer narrative:
(B)(4). Accidental ignition/fire in oxygen valve, not pt/personnel harm. Cause for ignition not known.

Event description:
On (B)(6) 2010, linde was initially informed that an incident involving a gce combilite I vipr, 40 microns type (B)(4) for oxygen had occurred in the (B)(6). No person was injured. On (B)(6) 2011, (B)(6) communicated that although a root cause was not identified, similar mechanism for ignition could not be excluded in gce valves of similar design. Therefore (B)(6) 2011, is regarded as the linde awareness date for regulatory reporting of the present incident and despite the fact that this specific valve is not sold in the us the case will be reported to FDA. It was reported by (B)(6), that a medical oxygen cylinder had ignited when one of their firemen was performing routine testing of the cylinder. The cylinder had been removed from its bag and visually inspected. On opening the cylinder valve, the operator reported seeing a flame coming from the valve outlet. He then dropped the cylinder, the fire was quickly extinguished using a foam extinguisher.